Event description:
It was reported that when using the bd pyxis¿ es server patient was not shown on the station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not shown on the station. A technical support specialist (tss) dialed into the server and stations with permission and reviewed the patient display issue. Investigation determined that the patients had fallen off the devices due to the configured inactivity days setting. Tss explained that creating temporary patients for rapid response and medication removal is the recommended and sustainable workflow, as those patients can later be reconciled with actual admissions for billing purposes. It was also explained that increasing the inactivity days to display older patients would cause additional historical patients to appear on the devices, making it an impractical long-term solution. The customer reviewed the findings, understood the explanation, and agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.